Manufacturer narrative:
Efforts to obtain additional information from accredo specialty pharmacy were unsuccessful. At this time, no components or additional information have been made available to millyard advanced medical products, llc for further investigation.

Event description:
An initial event notification was received by united therapeutics drug safety on 02-apr-2026 from accredo specialty pharmacy, and forwarded to millyard advanced medical products, llc on 08-apr-2026. It was reported that the patient received a cassette depleted alarm earlier than expected while using remunity pump, serial number (B)(6). The patient subsequently switched to their backup pump, serial number (B)(6), with a new cassette. The following morning, the patient awoke feeling lightheaded and experienced chest discomfort. The patient expressed concern that remunity pumps were infusing faster than the set delivery rate. Replacement systems were issued to the patient by the specialty pharmacy.